Manufacturer narrative:
The hill-rom tech found the head casters not holding due to normal wear and tear. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2009 and 2011-2013. It is unk if the facility performed any other preventative maintenance on this bed. The tech replaced both head casters to resolve the issue. Based on this info, no further action is required.

Event description:
Hill-rom received a report from a hill-rom tech stating the brakes are not holding. The bed was located at the account in room 2410. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).